Event description:
The doctor indicated that the implant mount screw had fractured inside the implant during insertion of the implant.

Manufacturer narrative:
Upon visual and functional inspection, the investigator confirmed that the hex on this mount had been damaged and the screw had fractured with both pieces returned. No lot or order number was provided and the product¿s history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.